Event description:
It was reported that the machine stopped after two days of treatment. No patient harm reported.

Manufacturer narrative:
Device was not evaluated due to it was not returned for investigation. Investigation results: we have now completed our investigation into the reported complaint. As of today, no product return or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. A device history record review was carried out for the batch number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product in relation to the reported issue. Each pump is functionally tested by the supplier before shipment to smith & nephew. Any pump which fails to meet the predetermined acceptance criteria is rejected. As this pump has been released for sale, it can be confirmed that the device has passed all functional testing. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question, however smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.